Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing a low blood glucose (bg) level of 65 mg/dl. The customer stated the suspected cause was because they had not eaten. The customer drank fruit juice to address their bg level. Additionally, it was reported that the customer received a cartridge alarm (cartridge alarm 19) while loading a cartridge onto the pump. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
Cartridge alarm 19: 25, 3372, 120, 180. Low blood glucose: 67, 3323, 3221.